Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "the doctor found the connector broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Event description:
It was reported "the doctor found the connector broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was also returned with the double swivel valve connector assembly (both swivel valves and y connector) and two suction catheters. All devices were returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint is confirmed based on the sample received. The connector on the bronchial side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance and scar (supplier corrective action request) were opened to further investigate this issue. Corrective actions were implemented in july 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.